Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during allograft processing the device produced an incomplete mesh.the living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore; there is no patient involvement and therefore no harm or delay in any surgical procedure. No further follow up is indicated. No other adverse events were reported as it relates to this event.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(6). Updates performed on b4 b5 d4 d9 h2 h3 h4 h6 h10 review of the most recent repair identified no related findings/repairs to the reported event. The unit test cut and calibration met specifications. The reported cutting issue could not be replicated. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.